Event description:
Patient reported that their infusion set was leaking insulin. Patient indicated that the infusion set had been in use for 3 days, when the leakage was discovered. Patient stated that their blood glucose was elevated (value not provided), which patient treated by changing the infusion set and resuming normal insulin delivery.